Manufacturer narrative:
Currently, it is known whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape and act button dome switches. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly. Customer's blood glucose was 326 mg/dl, which customer is attempting to treat at the doctor's office, but buttons on insulin pump are not responding. Customer was advised that insulin pump would need to be replaced. No further info provided.